Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the device was unable to close when the doctor trying to join together the two ends of the anastomosis. The device was replaced to resolve the issue. There was no patient injury.